Manufacturer narrative:
Ts reviewed the logs and found no hardware, instrument, or reagent preparation issues that might have led to an increase in positivity for the assay run. Ts also observed that the total rlu values of the control were well within the specification of the assay. Hologic product application specialists (pas) reviewed the logs and concluded that the kinetics, sample aspiration, and dispense curves were normal. Additionally, the results were noted to have been random and not clustered together to represent any signs of contamination. Pas suggested that the customer perform monthly maintenance on their instrument, analyze environmental swabs, and run a minimum 30 replicates of blank samples to eliminate contamination as a potential cause for the increased positivity. The customer obtained negative results from the environmental testing and a run with blank samples runs, indicating there was no contamination at the site. The customer observed that the positivity rate for the sars-cov-2 testing conducted on (B)(6) 2021 returned to normal and as expected. The customer has continued to run and has decided not to retest the positive samples, since the results are determined to be true positives results. The results have been reported to the patient as per the customer's lab policies and no further issues has been reported to the ts. No product impact is known to date.

Event description:
On (B)(6) 2021, a customer called hologic technical support (ts) to report that they were experiencing an increased rate of positive results on panther instrument (B)(4) from sars-cov-2 (lot 307201) testing they conducted on (B)(6) 2021 compared to the normal positive rate previously observed in their lab. The customer identified the source of the positively tested. Samples were obtained from same site. The customer noted 19 positive results out of 250 tests associated with worklist (B)(4).